Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys total psa immunoassay on a cobas 8000 e 602 module. The sample initially resulted with a psa value of < 0.1 ng/ml accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated, resulting with a psa value of 11.0 ng/ml. The repeat result was believed to be correct. The patient was not adversely affected. The psa reagent lot number was 26073200, with an expiration date of 30-nov-2018. The field service engineer determined that the measuring cell was aged. He verified that the fluidic and mechanical systems of the analyzer were operating within specifications. He replaced the measuring cells and pinch tubing. He performed a system volume check and a high voltage adjustment. He ran blank cell calibration and this passed. He ran performance testing and this was successful. The provided calibration and control data were within expected ranges when compared to worldwide data. The investigation determined that the service actions resolved the issue.